Manufacturer narrative:
Evaluationa of the returned sample confirmed a break in the frame at a weld point. The manufacturer has responded with the following corrective action: dedicated welding machines have been placed to weld the components for this product. After the change was implemented, medline tested a random sampler per iso11199-3. The sample unit passed all requirements including the fatigue loading test which requires exerting the loading force onto the test sampler for 200,000 cylces.

Event description:
The consumer was reportedly walking with the rollator when the frame broke on one side causing him to fall. The rollator reportedly broke at the weld where the back bar is attached to the handle frame. The user "had been taught how to fall properly, so he was not injured". He has had the rollator since december 2004. No additional information was available.